Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. It is alleged that the patient sustained unspecified injuries on (B)(6) 2013, (B)(6) 2014 and (B)(6) 2015. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2013) is considered to be a best estimate. This supplemental emdr represents the bard/davol 3dmax (device #1). An additional emdr was submitted to represent the bard/davol 3dmax (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax on (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax. It is alleged that the patient sustained unspecified injuries on (B)(6) 2013, (B)(6) 2014 and (B)(6) 2015. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2013 ¿ patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with the implant of 3dmax mesh (device #1 ¿ left, device #2 ¿ right). Per op notes, ¿on left, inguinal hernia was taken down and a medium 3dmax mesh (device #1) was placed and secured to the cooper ligament and epigastric vessels. On right, a 3dmax mesh (device #2) was placed as a similar fashion of left and tacked.¿ (B)(6) 2013 -patient had chronic groin pain thereby underwent open repair with the removal of tacks. Per op notes, ¿on the right side, the tacks were unscrewed and removed. On left, thickened mesh (device #1) was noted.¿ (B)(6) 2014 ¿ patient was diagnosed with bilateral recurrent inguinal hernia and inguinodynia thereby underwent open repair with the partial removal of mesh (device #1, #2). Per op notes, ¿on right, laparoscopic mesh (device #2) in the preperitoneal space linear segment was removed and shouldice repair was done using sutures. Exact same procedure was done on left side and mesh (device #1) was removed. Then, the abdominal wall infection was noted.¿ (B)(6) 2015 ¿ patient was diagnosed with bilateral inguinodynia, bilateral nerve entrapment thereby underwent laparoscopic repair with removal of mesh (device #1, #2). Per op notes, ¿on both sides, lateral femoral cutaneous, femoral branch and genital branch were lysed and freed up. A small of mesh (device #1, #2) was densely adherent and ingrown in sac was left and major part of mesh (device #1, #2) were excised completely.¿